Event description:
It was reported that an unknown number of clearlink continu-flo solution set with duo-vent were difficult to prime. It is unknown if there was patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4): the exact date of this event is unknown; however, the event occurred during (B)(6) 2013.the sample was not available for evaluation. The customer's reported problem was not confirmed; the root cause was not identified. A batch review cannot be performed since there was no lot number provided.